Event description:
While removing a sterilant cup from the ss1 after a cycle, the surgical tech was splashed on the hand. We flushed the area with copious amounts of water. Tech declined emergency department visit. We provided her an msds in case she chose to go later. Minimal amount remained in cup and was disposed of, per msds recommendations. Tech was not wearing ppe. We did tell her gloves were definitely in order.